Event description:
A malfunction was reported on a customer's pump, which did not result in any adverse impact to the customer's blood glucose level. Tandem technical support arranged to send a replacement pump equipped with updated software, as the malfunction code on the current pump was not resettable. The customer will continue to use the pump for insulin therapy. The customer acknowledged all instructions, and the replacement pump was sent with a requirement for delivery signature.